Event description:
Healthcare professional reported left side deflation of tissue expander. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "deflated tissue expander and rupture around feeding ports."

Event description:
Healthcare professional reported right side deflation of tissue expander. The device was observed to have a hole on the patch side adjacent to the fill valve and was explanted.